Event description:
A nurse called to report that the customer was hospitalized for dka. It was stated that the buttons in the pump were unresponsive. Also the serial number in the pump was faded away. The device passed the self-test, but the pressure test was not performed due to the lack of the clamp. Instructed the nurse to discontinue the use of the pump. A replacement pump was requested.